Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the  patient saw their health care professional  on august 14 to discuss removing the ins their stimulator was not working 6 months after implant and has been in her body for 4 years without using the no further complications were reported/anticipated at this time.